Manufacturer narrative:
D10: midazolam and fentanyl h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "larger than intended bolus of narcotic" was given to a pediatric patient with a novum iq syringe pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(6) g1: device manufacturer address 2: (B)(6) should additional relevant information become available, a supplemental report will be submitted.